Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had stuck button alarm. The customer¿s blood glucose level was 120 mg/dl at the time of the incident. Customer states they did not press a button down for 3 minutes or longer. The device will be returned for analysis.

Manufacturer narrative:
Device received with unresponsive buttons due to corroded keypad trace. Unable to perform displacement test or selftest due to unresponsive keypad.